Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had initial surgery on 2006. Presented for enhancement procedure on (B)(6) 2016. On (B)(6) 2016 post surgery visit epithelial ingrowth was noticed in both eyes with right eye more than left eye. The topical steroid dosage was increased and flap lift and rinse was performed on (B)(6) 2016. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2006: right eye pre-op 20/20 2.25 x -.25 x 45. Left eye pre-op 20/25 2.50 x -.25 x 110. Bcva from (B)(6) 2016: right eye post-op 20/20 .00 x -.25 x 13. Left eye post-op 20/20 -1.00 x -.50 x 10.